Manufacturer narrative:
Insulin pump passed displacement test and self-test. The audio tones, beeps, vibrate, audio options volume 1-5 functioned properly. No unexpected hardware low level failure alarm found during testing. However, hardware low level failure alarm confirmed in the pump history file due to a hardware error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failures. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.